Manufacturer narrative:
Zoll has not received the autopulse platform for evaluation . A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported during shift check that the autopulse displayed "system error-out of service " error message upon powering up and was not able to clear the message. No additional information provided. No patient involvement was reported.

Manufacturer narrative:
Customer reported issue of the autopulse displayed "system error, out of service, revert to manual CPR "error message was unable to confirm during initial functional testing and in the archive data. Following service, including replacement of the processor board, the platform passed all testing criteria. Visual inspection noted no damage upon receipt. During functional testing, the device was powered on and observed the lcd display screen was blank and the clicking reset sound repetitively indicating that the device failed the power-on-self test. This issue was attributed to the defective processor board. Archive review was not performed due to platform failed the power on self-test therefore was not able to download the log file. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).